Event description:
A male with a previous history of hostile abdomen underwent evar in 2008. The physician implanted the zenith device from the contralateral side. The gray positioner was decannulated afterward. When another MFR's stent was decannulated, a total leakage of 300 ml occurred. There was no blood transfusion. The whole iliac leg delivery sys was decannulated and another MFR's 9 french sheath cannulated instead. Then a ballooning procedure at the overlapped site of the main body and the iliac leg graft and the proximal and distal sites with another MFR's balloon catheter. The pt was not problematic after the procedure showing improvement.

Manufacturer narrative:
Event eval: still under investigation.